Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2013-02375.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02374 and 1225714-2013-02375.

Event description:
Additional information received noted the patient experienced a sudden cardiac event and expired the next day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.